Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: was the needle piece removed from the patient during the same procedure? No further information is available. Was there any patient consequence or injury? There were no adverse consequences to the patient. What medical/surgical intervention was provided? No further information is available. What is the condition of the patient? =>no further information is available. Lot number? Rgmmqa. Device return status/follow up? We regularly contact with sales rep about the device returning. No further information will be provided.

Event description:
It was reported that a patient underwent an inguinal hernia repair procedure on (B)(6)2022 and suture was used. During the procedure, the needle got detached from the suture during suturing. It was not a control release needle. Another package was used without problem. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/7/2022. Additional information: d4, d9, h3, h4, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational narrative: two empty labeled winding former and two needles of product code pee2994h were returned to ethicon inc for analysis. In order to evaluate the conditions of the returned samples, the swage area and hole of the needle were noted with marks that appear to be by surgical instrument and the hole was observed with suture remnant. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The suture was not received for evaluation. Functional test was not performed, due to needle was received detached from suture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The condition of the sample received indicates improper handling of the device. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.